Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the pneumatic block revealed water damage. The customer declined service and the unit was returned unrepaired to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a error messages (sf101 and sf197) related to pressure measurement and a stuck outlet flow sensor respectively. There was no patient harm or serious injury reported as a result of this incident.